Event description:
During a complex ptca / stenting treatment procedure, maverick otw 20/2.50 mm balloon deflation difficulties were encountered. The lesion being treated was a total occlusion in the interventricular segment (distal) left anterior descending coronary artery. At the proximal left anterior descending, at the bifurcation origin the 1st diagonal coronary artery, was a complex lesion with a 90% lad and a 70% segmental stenosis involving the ostium of the 1st diagonal. The physician proceeded with a bifurcation stent technique (kissing balloon / crush stent technique). Using an 8f sheath and an 8f xb3.5 guiding catheter and a 0.014" universal guidewire, the total occlusion was crossed and the distal lad was dilated twice with the maverick otw 20/2.50 mm balloon inflated to 6 atmospheres for 60 seconds without difficulty. The lesion exhibited a 50% residual stenosis, so a cypher 2.5/20 mm stent was delivered and deployed at 11 atms for 60 seconds, then postdilated twice to 16 atms for 40 seconds each to 2.5/20 mm (encompassing its entire length). The results demonstrated no residual stenosis and excellent antegrade flow in the distal and apical lad. A second universal guidewire was placed into the 1st diagonal branch and the maverick otw 20/2.50 mm balloon was used to predilate the lesion. The initial inflation at this site was to 6 atms for 50 seconds without difficulty, then to 6 atms for 35 seconds. This is when the balloon was very slow to deflate (but the exact deflation time is unknown). Due to the number of maneuvers with this balloon, it was though that the shaft may have been kinked. The balloon was successfully manually deflated with a syringe. A cypher 2.5/23 mm stent was delivered into the 1st diagonal branch and a cypher 3.5/18 mm stent was delivered into the lad over a second guidewire. The stents were positioned so that the lad stent was overlapping the 1st diagonal branch stent, then the diagonal branch stent was deployed at 11 atms for 30 seconds. The guidewire and deployment balloon were removed, then the lad stent was deployed at 14 atms for 40 seconds. A 300 cm iq guidewire was then used to recross into the diagonal branch stent and postdilatation performed with a quantum maverick 2.75/20 mm balloon inflation to 6 atmospheres for 60 seconds. Simultaneous kissing balloon inflations were then performed with this balloon in its current location and a quantum maverick 3.75/15 mm balloon in the lad for completion of the procedure. The results were excellent and the pt remained in stable condition.